Event description:
It has been reported to philips there was a problem at start-up of the system, the application remains stuck on the time count at 00:00. The system was not in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic coronary procedure . The image froze on the flexvision screen, and when attempting to perform a restart the system did not boot up and remained stuck at 00:00. The procedure was completed in a different room with a delay of less than 20 minutes. A philips field service engineer (fse) inspected the system on site and identified a problem with the flexvision pc's backup battery. After replacing the battery, reinstalling the software and resetting the system's parameters, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.